Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there is black foreign matter inside barrel with an unspecified bd 0.5ml syringe. The following information was provided by the initial reporter: it was reported that there is a foreign black matter inside the barrel of the syringe. Additional information provided by customer: I've been a type 1 diabetic for around 16 years and have used your syringes on a daily basis thru all those years. This is the first time I've come across a syringe that failed your quality control. I don't have any batch info as I tend to open up the boxes & bags and dump syringes for the week into a container. However, I'd like to know what is in the syringe? Blob of printing ink? Insect? Black mold? Melted rubber gasket?

Event description:
It was reported that there is black foreign matter inside barrel with an unspecified bd 0.5ml syringe. The following information was provided by the initial reporter: it was reported that there is a foreign black matter inside the barrel of the syringe. Additional information provided by customer: I've been a type 1 diabetic for around 16 years and have used your syringes on a daily basis thru all those years. This is the first time I've come across a syringe that failed your quality control. I don't have any batch info as I tend to open up the boxes & bags and dump syringes for the week into a container. However, I'd like to know what is in the syringe? Blob of printing ink? Insect? Black mold? Melted rubber gasket?

Manufacturer narrative:
H.6 investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there is a foreign black matter inside the barrel of the syringe. The returned syringe was examined and exhibited a jammed/deformed stopper in the barrel. Manufacturing (holdrege) will be notified of this issue. On 24 mar 2020, holdrege received a photo complaint. A visual evaluation of the photos was performed finding the stopper smeared on the inside of the barrel. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Unable to perform DHR check for foreign matter (inside barrel) due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined as no lot number was provided. DHR, l2l dispatches, logbook entries could not be looked at as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. " h3 other text : see h.10.